Event description:
User reported battery depletion issues on the pump. There was no reported impact to the customer's blood glucose level. Multiple follow ups were attempted but no further information was available.